Event description:
The patient had a knee spacer with djo implants and dr. (B)(6) decided to repeat the spacer.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.